Manufacturer narrative:
Concomitant medical product:- stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 63376521, palacos r 1x40 single catalog#: 00111214001 lot#: 78034369, articular surface fixed bearing posterior stabilized (ps) left 20 mm height catalog#: 42511400420 lot#: 63003580, femur cemented posterior stabilized (ps) narrow left size 5 catalog#:42500005801 lot#: 62305208, inset all poly patella cemented 26 mm diameter catalog#: 42540000026 lot#: 62803701. Complaint sample and x rays were evaluated and the reported event was confirmed. The patella, liner, and femoral contact surfaces exhibit signs of wear and scratching. The stem and extension were bound together due to excessive bone cement. Review of x-rays concluded: "loosening of the tibial component. Varus alignment of the tibial component may be due to surgical placement versus possible migration/subsidence since implantation DHR was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04666, 0001822565 - 2017 - 06288.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona tapered stem extension, item # 42557000114, lot # 63376521. Persona ps articular surface, item # 42511400420, lot # 63003580.

Event description:
It has been reported that following a total knee arthroplasty revision, the patient was again revised for tibial loosening.